Event description:
It was reported that right ventricular (rv) lead triggered tge lead integrity alert, and there was oversensing with short interval counter and non-sustained events. The lead was removed and replaced. It was also reported that the other rv lead was capped and during the same procedure and follow up has been unable to determine the cause. No patient complications were reported as a result of this event.

Event description:
It was reported that right ventricular (rv) lead triggered tge lead integrity alert, and there was oversensing with short interval counter and non-sustained events. The lead was removed and replaced. It was also reported that the other rv lead was capped and during the same procedure and follow up has been unable to determine the cause. No patient complications were reported as a result of this event. It was further reported that the other rv lead had oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation had a breached depression. It was noted that the proximal conductor was distorted, the outer insulation was breached cut, the outer insulation had cosmetic depression, there was blood in/on helix/lobe mechanism (sleeve head), and blood in/on helix lobe mechanism.